Manufacturer narrative:
The investigation for the low pump flow has been completed. No data logs available to review. The cp pump was returned and visually inspected. No cannula kink was observed. No biomaterial was observed. No broken blades were found. Pump was connected to console (aic) in investigation lab in an effort to reproduce reported low pump flow issue. Pump run for 10 minutes in a bucket of water at p-9. No low pump flow observed. Flow was within specification range. No abnormalities found. The cause of the low pump flow issue was not determined since issue did not reproduce and logs were not returned, insufficient clinical information.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During impella support, the pump did not have enough flow. First, the staff checked the position of the pump, and it was good. However, the impella was explanted, and another was implanted without complications. There was no patient harm and the patient is still on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.